Event description:
Allergan rep reported an alleged lap-band port leak. The pt had seen the surgeon for an adjustment fill and reported feeling no restriction. During this consultation, the surgeon tried to remove existing saline from the device but there was less fluid than the notes (from prior adjustment appointments) had indicated. No diagnostic testing was used to determine the location of the leak. The device was removed and replaced. The device return to allergan for product analysis is currently pending.

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. No add'l info has been reported to allergan regarding the serial number of the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."